Manufacturer narrative:
A ge svc rep evaluated the sys and reloaded software. The system operates as intended.

Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.